Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's serivce center, the device's lcd screen was blank. The device's display board was replaced to address the issue. The device had evidence of physical damage.